Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the visible air bubbles allegation seen in the field. A tear was observed which would allow leaks. The puncture was slightly off center with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed. Additionally, the test was run again with the handle submerged after removing the outer shell. No bubbles were observed, and it passed testing. No bubbles were observed during the aspiration test. With all the available information, boston scientific confirmed the reported clinical observation of a sheath leak.

Event description:
It was reported that during preparation for a cryoablation procedure, a polarsheath was selected for use, however upon flushing and aspirating it was noticed that the saline leaked out from the tip of the introducer despite the 20 cc luer lock syringe attached, indicating an air leakage through the hemostasis valve. The full volume of the 20cc syringe leaked out in about 15 seconds. In order to resolve the issue, the device was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for further analysis.

Event description:
It was reported that during preparation for a cryoablation procedure, a polarsheath was selected for use, however upon flushing and aspirating it was noticed that the saline leaked out from the tip of the introducer despite the 20 cc luer lock syringe attached, indicating an air leakage through the hemostasis valve. The full volume of the 20cc syringe leaked out in about 15 seconds. In order to resolve the issue, the device was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.